Event description:
On (B)(6) 2012, the patient contacted animas to report she had obtained low blood glucose readings such as 30 mg/dl for three days. The patient reported no symptoms of high or low blood glucose levels. The patient administered self-treatment by consuming carbohydrates; she did not seek any medical attention. Troubleshooting revealed all pump programming and basal settings were correct, and there were no unintended insulin boluses. It was also revealed the time was incorrect in the pump in that the am and pm were switched, which could have contributed to the patient receiving the incorrect basal doses. The issue was resolved. The patient's technique was incorrect by not setting the pump's date/time correctly. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.